Event description:
The patient reported that during an xlif procedure at the l2-l4 spine levels on (B)(6) 2014, that the descending colon was perforated. This resulted in a prolonged in-patient course, as well as, admission to a rehabilitation facility. After discharge home, the patient became increasingly disoriented with subsequent readmission to an in-patient facility. The patient's description of events is consistent with severe sepsis requiring life support. Patient was reportedly discharged home with a colostomy.

Manufacturer narrative:
(B)(4). The patient indicated there was no discussion with the surgeon suggesting a product malfunction occurred. This was confirmed with the nuvasive representative present during surgery; no complications were noted during the surgery. The implanted devices have not been removed. The patient believes the injury occurred during surgery. The surgeon told the patient there were no complications associated with the surgery performed. Root cause of the reported event has not been determined.